Event description:
It was reported that the patient's blood glucose levels rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours on the abdomen. The pod's cannula is reported to be clogged. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No occlusions were observed in the soft cannula and fluid was able to flow completely through the soft cannula without obstruction. Data indicates there was no struggle to deliver insulin.